Event description:
Revision of mrs distal femoral replacement w/ all poly tibia for tibial loosening.

Manufacturer narrative:
Additional information: product available to stryker; device evaluated by mfg an event regarding tibial loosening involving an unknown tibial component was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that revision of mrs distal femoral replacement w/ all poly tibia for tibial loosening. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information become available, this investigation will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of mrs distal femoral replacement w/ all poly tibia for tibial loosening.